Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call diabetic ketoacidosis, blank display anomaly and possible over delivery of insulin. Customer's blood glucose level was unknown. Customer alleged the insulin pump over delivered, malfunctioned and sent them to receive diabetic ketoacidosis. Troubleshooting was not performed. Customer advised the display screen was blank and the issues remained unresolved. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.